Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 38.3cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 3.0mm x 22mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following predilitation with a 2.0x15mm balloon, a 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient status was stable. However, device analysis revealed a break in the hypotube.